Event description:
It was reported that the cassette sensor was defective. There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
E1 initial reporter phone#: (B)(6). One device was received for investigation. During visual inspection, the device was observed to be slightly worn. The battery compartment was damaged and the downstream occlusion gasket had an air bubble. No issues were found in the device event log. The device was functionally tested, and the device passed all testing, with no disposable connection issues observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.